Manufacturer narrative:
Per tandem's user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had recently changed the pump carb ratio setting and that the value reported to tandem technical support (cts) did not appear to be a valid ratio number. The customer believed that it may have affected their blood glucose (bg) level. Current bg was 96 mg/dl. Recommendation was made to consult with healthcare provider and clinical diabetes specialist regarding setting adjustments.